Manufacturer narrative:
Following a complaint review conducted on may 13, 2026, the medical device problem a code list under section h6 was updated to include the alleged pod cannula dislodgement and adhesive failure that led to the pod falling off prior to the skin infection being identified.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a skin reaction at the infusion site after an unspecified duration of pod wear, which subsequently progressed to an infection. The patient reported that approximately two weeks prior to reporting, the pod fell off and the infusion site was found to have developed an infection. No impact to blood glucose levels was reported. The patient consulted a healthcare provider during a previously scheduled routine appointment on (B)(6) , 2026, and was diagnosed with a skin infection. The patient did not provide further information regarding symptoms and treatment. No additional details could be obtained despite multiple good-faith efforts for further information.